Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call the pump had a blank display. The customer's blood glucose during the incident was 91 mg/dl. The customer stated the insulin pump has had a blank display multiple times and reprograms pump and changes the battery. The customer reported that the insulin pump had a loose spring. The pump was returned for analysis.